Event description:
It was reported that the tubing of drain bag were kinked due to the way they were packed by the manufacturer. Customer tried to straighten the tube, it reverted back to this position. It was observed on 14french and 16french tray sizes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of drain bag were kinked due to the way they were packed by the manufacturer. Customer tried to straighten the tube, it reverted back to this position. It was observed on 14french and 16french tray sizes.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)". The DHR review could not be performed without a lot number. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.